Event description:
The customer reported the system locked up. No patient injury was reported. Fluoroscopic x-ray.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos and rtos single board computers, performed reloaded software and reloaded system configuration files. The system operates as intended.